Event description:
Baxter tubing removed from infusion pump, blue sliding camp pinched across tubing by infusion pump, double-checked by rn. Subsequently found to have allowed bolus IV infusion of the fluid in the bag behind the clamp resulting in hyperglycemia. Dates of use: (B)(6) 2017. Diagnosis or reason for use: prematurity.